Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient has experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that following insertion the patient experienced pain, erosion, and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh and obtryx sling (boston scientific) implantation, sacrospinous vault suspension, enterocele repair, perineoplasty, transobcurator tape, and midureteral sling procedure. Three months after implantation the patient experienced mesh erosion which resulted in a pelvic abscess. Mesh was removed on (B)(6) 2010 after several md visits and procedures. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-04944, 2210968-2012-04945, 2210968-2012-04946 and 2210968-2012-04943. The same patient is represented in each medwatch.